Event description:
It was reported that during a follow up in clinic, loss of capture was noted on the right ventricle (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.